Manufacturer narrative:
It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted using a prostyle device. Reportedly, a cuff miss [suture retrieval issue] occurred resulting in a posterior foot break. The location of the foot is unknown. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. A conclusive cause for the reported difficulties could not be determined. Factors that contribute to a needle to cuff miss, foot detachment and difficult to remove may include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue) or failure to maintain a stable position of the device with respect to the tissue tract. The reported foreign body in patient and subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.